Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # r92717. Device analysis: the analysis results for the el5ml device found that it was returned with the shaft bent and a plastic bag with a 1 malformed clip and 1 unformed inside. In addition, 1 clip was found inside clip track. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the clip applier jammed. There were no patient consequences.